Event description:
It was reported that a tlh90, tlc55 and a tcr55 were used during a gastrectomy. It was reported by the affiliate that the surgeon tried to fire the tlh90. A strange noise came from the instrument and the surgeon saw no stapler "b" formation. A tlc55 was then used and when the surgeon tried to fire the tlc55, he could not fire the instrument. He could not press the firing handle all the way through. The device was right out of the package. The surgeon reloaded with a tcr55 and there was no problem and the case was completed. There was no consequence to the pt.